Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical stenosis, disc herniation and underwent cervical fixation-screw hole preparation procedure. During the surgery, the tip of the drill bit broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic review confirmed the tip of the drill bit has sheared off. The fracture appears to be the result of overload. The flutes on the drill bit¿s tip are dull and could have caused the bit to bind and break. If information is provided in the future, a supplemental report will be issued.